Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the adjusting collar ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the adjusting collar. In addition, we confirmed that the air/water nozzle dirty; however, it is not the main cause, and/or irrelevant to the alleged complaint. In terms of angle stuck, the possibility of occurred in the human body could not be denied. Moreover, based on the technical report"hr-rpt-0587(angle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.